Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a study regarding a patient receiving intrathecal dilaudid 2.0 mg/ml at 0.6511 mg/day, bupivacaine 30.0 mg/ml at 9.766 mg/day, and baclofen 400.0 ug/ml at 130.22 ug/day. The motor stall occurred on (B)(6) 2014 at 21:11 and recovery occurred on (B)(6) 2014 at 23:00. The patient's other medications included oxycodone ER and nortriptyline. The patient's pertinent medical history included radiculopathy, lumbar and sacral pain, and kidney cancer.

Event description:
Information was received from a health care provider (hcp) via a study regarding a patient receiving intrathecal compounded baclofen. The indications for use were bone and malignant pain. The programming date from the most recent refill prior to the event was (B)(6) 2014. Device interrogation on (B)(6) 2014 revealed a pump motor stall with recovery secondary to MRI. No action was taken. The event resolved without sequelae on (B)(6) 2014. This was related to the device or therapy; it was not related to the implant procedure.

Manufacturer narrative:
Company rep no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.